Event description:
Pt was revised to address poly wear and fracture of the tibial insert.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.